Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited an isolated out of range pace right ventricular (rv) impedance measurement of less than 200 ohms. There was noise present on stored electrograms. The patient is not pacemaker dependent. No adverse patient effects were reported. Additional information was received that this patient underwent a revision procedure and the system was removed and a new competitor's system was placed. The chronic system was thrown away, therefore, will not be returned.